Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Product, in an as received condition, did not meet specification. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute to serious injury if this event were to recur. The user facility reported that intervention occurred in the form of inspection of the surgical site with an endoscope. With a product malfunction and intervention this report is being filed as a product problem and adverse event / serious injury. (B)(4).

Event description:
Description of the original complaint: "the tip of this blade was broken during operation. The surgeon immediately changed a new blade and continued the operation. The patient condition was ok." No patient injury was indicated. Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was performing a submucosal resection of inferior turbinate, running the device at the recommended speed of 3000 rpm in oscillate direction. The user facility stated "there was no indication of the problem before the breakage." During surgery an inspection of the device revealed a portion of the blade had become detached. Subsequent to the event, the surgeon inspected the surgical site for approximately 15 minutes with an endoscope and did not find the portion of the device that became detached. The surgeon changed to a new blade and continued the operation. There was no adverse patient consequences or sequella reported. No additional follow up care required as a result of this event. The product in question was received without a portion of the inner blade. Based on the sample received, the portion that became detached would have measured approximately 1/8 inch long. Visual inspection showed dimples on the outer hub, and damage to the chevron tips of the inner hub, that were caused by the handpiece blade locking mechanism. This type of damage is indicative of improper installation. Additional damage was detected on the inner blade a short distance away from the hub. This type of damage is caused by excessive pressure being applied while in use. Functional inspection shows that the blade loads properly into the handpiece and runs at 3000 rpm in oscillate direction. No further analysis, no conclusion can be drawn, without the remainder of the blade. IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site. Always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Excessive pressure applied to bur may cause bur / blade fracture. Should a bur / blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur / blade are retrieved and removed from the patient. Unremoved bur / blade fragments may cause tissue damage to the patient. IFU statements regarding blade or bur installation: using thumb, depress the locking collar on the front of the handpiece. Insert blade or bur with a slight rotating motion until blade or bur is seated. Align blade or bur tip opening to desired position. Release the locking collar. Pull on the blade or bur to ensure engagement and visually check to make sure distal tip of inner blade is in contact with the distal tip of the outer cannula.